Event description:
It was reported that stent damage post deployment occurred and the patient experienced myocardial infarction. The 98% stenosed target lesion was located in the mildly tortuous and mildly calcified left main (lm) to left anterior descending (lad) artery. A 4.00 x 28mm synergy xd drug-eluting stent was implanted in the lesion site on july 26th. One day after the procedure, the patient became unstable in intensive care unit (ICU), brought back to cath lab and found a clot in the mid lad from a stent deployed a year ago. The physician converted to percutaneous coronary intervention (pci) after angiogram; however, he felt the guide wire was behind the stent struts. Thus, attempted intravascular ultrasound (ivus) and noted that guide wire had caused the stent deformation. The procedure was completed by ballooning, placed a 4.0x38 non-bsc stent and placed an ECMO perfusion catheter. No patient complications were reported and the patient was stable after procedure.

Manufacturer narrative:
Media analysis: five angiographic photos were received by galway cis attached to the complaint record. A review of the photos confirms the alleged stent deformation as proximal stent deformation is noted on a synergy xd stent deployed in the lm to lad. This deformation occurred during the follow up procedure, a day later as the images taken immediately after the stent deployment show no issues and flow restored at lesion site in lm-lad. As per physician's comments this deformation was due to an interaction between the ivus guide and the deployed synergy xd stent brought upon by a misplacement behind the stent struts of the guidewire and causing the ivus device to advance behind the struts and not through the expanded stent as intended.

Event description:
It was reported that stent damage post deployment occurred and the patient experienced myocardial infarction. The 98% stenosed target lesion was located in the mildly tortuous and mildly calcified left main to left anterior descending (lad) artery. A 4.00 x 28mm synergy xd drug-eluting stent was implanted in the lesion site on july 26th. One day after the procedure, the patient became unstable in intensive care unit (ICU), brought back to cath lab and found a clot in the mid lad from a stent deployed a year ago. The physician converted to percutaneous coronary intervention (pci) after angiogram; however, he felt the guide wire was behind the stent struts. Thus, attempted intravascular ultrasound (ivus) and noted that guide wire had caused the stent deformation. The procedure was completed by ballooning, placed a 4.0x38 non-bsc stent and placed an ECMO perfusion catheter. No patient complications were reported and the patient was stable after procedure.